Manufacturer narrative:
(B)(4). D10: 42502606202 - femur cemented cruciate retaining (cr) standard right size 7 - 66439346; 42532007102 - tibia cemented 5 degree stemmed right size e - 66530589; 4711500396-3 - optipac 60 refobacin r-3 - aw25bd1709. G2 : foreign country : the netherlands. The device was previously reported under 0001822565-2024-03958. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient experienced stiffness, decreased rom, and adhesions requiring a mua approximately 6 months post-op. All components remain implanted. Attempts have been made and all available information has been provided.